Event description:
During intravenous therapy with a delivery rate of 45 ml/hr and with the use of a no-no wrap, a major infiltration of the pt's arm occurred. An emergency fasciotomy procedure was required. The pump's occlusion alarm function was tested by biomed engineering and was found to be within the MFR's performance spec.